Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the helix of the low voltage lead failed to retract before implanting in the patient. The low voltage lead was not used and the procedure was aborted. There were no patient consequences.